Manufacturer narrative:
Event conclusion: reliability assurance testing revealed the memory reset was caused by a broken (positive) battery connection. With the battery connection repaired, the electronic assembly passed all electrical tests.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it was found in the 'storage mode' not 'monitor + therapy.' Further clinical information has been requested.